Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and that the lead migrated. Reprogramming did not resolve the issue. Surgery may take place to address the issue.